Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode missing but the active rod present in the device. The ceramic is fractured and pieces of ceramic are missing. The device was inspected under a microscope and not additional issues were found. The device was tested and passed hand-activation and resistance. The device was connected to the generator and activated with the jaws open. But as the electrode was missing, full functional testing could not occur.

Event description:
It was reported that during a lap hysterectomy procedure, the device stopped working. It appears that the ptc material and or electrode came loose. There were no patient consequences. Case completed with another device of the same product code.